Event description:
It was reported that the right ventricular (rv) lead has had an increase in impedance with high thresholds noted. The lead also has small r-wave values. The lead will be checked in the clinic and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).